Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 693558, lead; implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patients right atrial (ra) and left ventricular (lv) lead had dislodged and were exhibiting high thresholds. During the lead revision procedure the physician backed out the lv lead set-screw from the device header and was unable to place the set-screw back into the threads. The ra and lv leads remains in use and the physician chose to implant a new bi-v implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.